Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (03) exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured june 28 - 29, 2023. H11: three (3) actual devices and a photo of a sample were provided for evaluation. Visual inspection was performed on the actual samples and the reported leakage was not easily identified. Visual inspection of the photograph identified leakage in the outer pouch; however, the location of the leakage could not be identified. Functional leak testing of the actual samples was performed and a leak was identified from the administration spike port bonding area of all samples. The reported condition was verified. The cause of the condition could not be determined; however, likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.